Manufacturer narrative:
An additional initial reporter phone number provided is (B)(6). The initial reporter facility name provided is (B)(6). Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the therapy started about 1.5 hours ago. They keep getting fluid delivery line (fdl) open alert in an arctic sun device and water flow rate (wfr) was 0 l/m. At beginning of therapy noticed leaking from pad line where blue lining was not completely connected to the clear connector. They pushed connection back together and stopped leaking to resume therapy. Walked through stop therapy, disconnect and reconnect. Restarted tx but water flow rate (wfr) was stabilized at 0 l/m. Hypothermia patient temperature (pt) was 33.4c, targeted temperature (tt) was 33.5c, water temperature (wt) was 20.3c. Had them stop therapy and disconnect pads. Placed device in manual control at 30c. System diagnostics, outlet monitor temperature (t1) was 26.5c, outlet control temperature (t2) was 26.4c, inlet temperature (t3) was 25.5c, chiller temperature (t4) was 6.6c, water flow rate (wfr) was 1.7 l/m, inlet pressure (ip) was -6.9psi, circulation pump command (cpc) was 45%, mixing pump command (mpc) was 0, heater command (hc) was 50%, water reservoir level (wrl) was 3, system hours were 5520, pump hours were 1515. Added back pads while in manual control and water flow rate (wfr) was 0.5 l/m, inlet pressure (ip) was -1.1 psi. Stopped therapy and disabled manual control. Walked through set up of new set of pads and water flow rate (wfr) was stabilized at 1.2 l/m. Advised to set aside original set of pads lot# ngjz1088 for return and investigation. Nurse was leaving with nicu manager. Please call them regarding investigation and return of pads. Sn (B)(6).

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The reported event is addressed within the labeling as it states, if the pad fails to prime or a significant continuous air leak is observed in the pad return line, check the connections, then if needed, replace the leaking pad. Once the pad is primed, assure the steady state flow rate displayed on the control panel is appropriate. The minimum flow rate should be 1.1 l/m. When finished, purge water from pad. The neonatal arcticgel pad should not be punctured with sharp objects. Punctures will result in air entering the fluid pathway and may reduce performance. Do not allow circulating water to contaminate the sterile field when lines are disconnected. This product is to be used by or under the supervision of trained, qualified medical personnel. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. No additional actions can be taken at this time. Correction: d. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the therapy started about 1.5 hours ago. They keep getting fluid delivery line (fdl) open alert in an arctic sun device and water flow rate (wfr) was 0 l/m. At beginning of therapy noticed leaking from pad line where blue lining was not completely connected to the clear connector. They pushed connection back together and stopped leaking to resume therapy. Walked through stop therapy, disconnect and reconnect. Restarted tx but water flow rate (wfr) was stabilized at 0 l/m. Hypothermia patient temperature (pt) was 33.4c, targeted temperature (tt) was 33.5c, water temperature (wt) was 20.3c. Had them stop therapy and disconnect pads. Placed device in manual control at 30c. System diagnostics, outlet monitor temperature (t1) was 26.5c, outlet control temperature (t2) was 26.4c, inlet temperature (t3) was 25.5c, chiller temperature (t4) was 6.6c, water flow rate (wfr) was 1.7 l/m, inlet pressure (ip) was -6.9psi, circulation pump command (cpc) was 45%, mixing pump command (mpc) was 0, heater command (hc) was 50%, water reservoir level (wrl) was 3, system hours were 5520, pump hours were 1515. Added back pads while in manual control and water flow rate (wfr) was 0.5 l/m, inlet pressure (ip) was -1.1 psi. Stopped therapy and disabled manual control. Walked through set up of new set of pads and water flow rate (wfr) was stabilized at 1.2 l/m. Advised to set aside original set of pads lot # ngjz1088 for return and investigation. Nurse was leaving with nicu manager. Please call them regarding investigation and return of pads. Sn (B)(6).